Event description:
Pt had intra aortic balloon pump catheter placed in 2009. Three days later, while the pt was being turned, it was noted that there was blood in the tubing. Pt was in the process of having the catheter weared off. Catheter and sheath were removed. The 34cc balloon catheter ruptured.